Event description:
The report stated that during an ovarectomy, after a complete sealing cycle, the device stuck to the patient's tissue. The surgeon had to cut around the device to remove it. There was no additional patient injury.

Manufacturer narrative:
Date of initial report: august 7, 2007. To date, the incident sample has not been received for evaluation. If the sample is returned or if relevant information is obtained, a follow-up report will be submitted.